Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. The patient¿s skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient experienced a skin reaction with redness and infection under the entire patch area. The sensor site was very painful, therefore, the patient removed it. The following day on (B)(6) 2024, the patient went to the emergency room for evaluation. He was prescribed oral cephalexin, oral hydrocodone/acetaminophen, oral sulfamethoxazole, and oral ibuprofen to take and was discharged home the same day. The patient was ¿fine¿ and could move his arm without pain at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).